Manufacturer narrative:
As of today the lead has not been returned for analysis. Should the lead be returned and analysis completed, this report will be updated.

Event description:
Boston scientific received information that shortly after implant, this lead displayed increased thresholds and loss of capture (loc). The r-waves and pacing impedances decreased as well. The patient was reported to have chest pain and a cough. An x-ray and cat scan were performed; both were inconclusive in identifying a source of the clinical observations. The patient was seen for a revision procedure where the lead was explanted and replaced. The lead is to be returned for analysis. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted deformed conductor coils with cuts in the insulation; this damage was likely induced at explant. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Subsequently the lead was returned for analysis.